Manufacturer narrative:
(B)(4). Unit received with blank display, problem isolated to mother board. Unable to perform operating currents, self-test and displacement test or verify e15 alarm due to blank display.

Event description:
Information received by medtronic indicated that the insulin pump had an insulin pump error alarm. The customer was able to clear the alarm and rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.